Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(6). (B)(4).

Event description:
Event description: the physician intended to use the protégé rx to treat a lesion. During procedure preparation the guidewire became stuck in the delivery system. The physician tried to withdraw the guidewire and despite the hemostatic valve being completely closed the stent was deployed prematurely out of the patient. The physician completed the procedure using another stent delivery system. No intervention or injury to the patient occurred. Evaluation summary: the protege rx stent delivery system (sds) was received for evaluation without any ancillary devices or cine images from the procedure. The stent was fully deployed. The inner shaft distal tip tube was fractured at the distal edge of the spacer jacket (distal to the retainer). The inner shaft exposed beyond the outer sheath but proximal to the retainer exhibited a severe bend (35 degrees). The outer sheath exhibited severe bending, lateral compressions (pinching), kinks and longitudinal compressions (accordion folding).the tip tube distal to the fracture site was not received for evaluation. The fracture face of the braid/ polyimide tip tube exhibited material deformation.